Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. The issue with volumetric accuracy was not a malfunction, but a request for information he only wanted to know the exact volume accuracy of each produced batch. The syringes met the specification.

Event description:
It was reported that during use of the bd luer-lok¿ disposable syringe there is a variation in the spray volume between different batches. The following information was provided by the initial reporter: "I myself work as a researcher at proqr and at the moment we are doing research into rare eye diseases, among other things. For this we use 1 ml syringes. During our investigation we noticed that there is a variation in the spray volume between different batches (lot # 8150821, 6305936 and 8026687) and that some batches are more accurate than others. The variation falls within the specified specifications but for our purposes we want to inject as accurately as possible.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8150821; medical device expiration date: 2023-05-31; device manufacture date: 2018-06-18; medical device lot #: 6305936; medical device expiration date: 2021-10-31; device manufacture date: 2016-12-08; medical device lot #: 8026687; medical device expiration date: 2023-01-31; device manufacture date: 2018-02-22. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd luer-lok¿ disposable syringe there is a variation in the spray volume between different batches. The following information was provided by the initial reporter: "I myself work as a researcher at (B)(6) and at the moment we are doing research into rare eye diseases, among other things. For this we use 1 ml syringes. During our investigation we noticed that there is a variation in the spray volume between different batches (lot # 8150821, 6305936 and 8026687) and that some batches are more accurate than others. The variation falls within the specified specifications but for our purposes we want to inject as accurately as possible.